Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the transmitter lost connection with the pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Reportedly, the pump and the transmitter were out of range. However, the transmitter was unable to regain connection after bringing tx and pump within range and a replacement pump was sent out to resolve issue. The customer's blood glucose level was 111 mg/dl.